Event description:
Vaginal mesh implanted as bladder sling. Immediately after surgery, I experienced extreme pain in my buttocks and inner thighs. Next day after discharge, I develop 3 half dollar "nots" which was later discovered as pus in the left leg of my inner thigh. After that, I had one more surgery to revise the surgical tape. One year later, the mesh was explanted due to pain. Now I have permanent nerve damage, I can't feel the bottom of my feet and bladder has fallen more. My incontinence worsened by 90%, and I need a 4th surgery to correct this. With the implant, my husband felt the prickly mesh during intercourse. I had several urinary tract infections. I can no longer run and I used to be a long distance runner. I also can't ride a bike due to the sensitivity to the area. The doctors were completely out of touch, blaming it on a reaction to the mesh.